Event description:
The customer's mother stated that the customer was hospitalized, due to vomiting, difficulty breathing, and diabetic ketoacidosis. The reported blood glucose reading was 490 mg/dl. The customer's mother reported that the insulin pump had alarmed no delivery several times prior to the event, and that the customer had changed the infusion set and insulin, she was using to try to resolve the alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.